Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of system error 345 in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined not meet all product specifications related to the reported event. The system error 345 was verified. The cause was a failed upstream sensor and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement associated with this event. No additional information is available.